Event description:
It was reported that six (06) sterile repeater pump tube sets had black particles in unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: six (6) actual devices and a photograph of the sample were provided for evaluation. During visual inspection of the photo sample, dark spots or particles of foreign matter could not be observed or identified in the sealed packaging of the product. Visual inspection was performed on all the returned samples. Sample 1 had a tiny dark spot embedded in the clear outer packaging material, and a tiny dark red spot on the outside of tubing, not in the fluid pathway. Sample 2 had a tiny dark spot on the outside of silicone tubing, not in the fluid pathway. Sample 3 had several tiny dark spots embedded on the silicone tubing, not in the fluid pathway. Sample 4 had several tiny dark spots embedded in the silicone tubing, not in the fluid pathway. Sample 5 had a couple tiny dark spots embedded in the clear outer packaging material, and a couple tiny dark spots embedded on the outside of silicone tubing, not in the fluid pathway. Sample 6 had white particulate on blue tubing connector, and tiny dark spot embedded in the silicone tubing, not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.